Event description:
Subsequent to the initially filed report, additional information was received stating the delivery catheter (dc) handle was not shaken by the physician. No additional information provided.

Manufacturer narrative:
All available information was investigated, and the reported broken l-lock tabs was confirmed via returned device analysis. The reported unable to close clip, unable to open clip, unintended movement, clip caught in anatomy, and premature activation could not be replicated in a testing environment. Additionally, a deformed clip introducer and broken gripper line were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported difficult positioning (anatomy) and the observed deformed clip introducer were unable to be determined. The reported broken l-lock tabs appear to be related to the reported difficult positioning (anatomy). The reported unable to open clip, unable to close clip, and premature activation are cascading events of the reported broken l-lock tabs. The reported unintended movement and observed broken gripper line were cascading events of the broken l-lock tabs and premature activation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: investigation conclusion code 18 and medical device code 2017 were removed

Event description:
This will be filed to report a clip that was unable to open, unintended movement, and premature activation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with an enlarged atria, larged coaptation gap, and restricted posterior leaflet. The first clip (30323r1031) was advanced, and due to the large coaptation gap, grasping was noted to be difficult. Shortly after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). In the treating physician's opinion, the slda was due to the patient's anatomy. A second clip (30323r1030) was then advanced to stabilize the slda clip. During grasping attempts the clip became caught on the anterior leaflet. The clip was inverted and was then able to be freed and retracted to the left atrium. At this time the clip was no longer able to be opened or closed. Troubleshooting was performed, but was unsuccessful and the clip was partially off the mandrel at this time. Additional troubleshooting was performed and the clip was then able to be closed and removed from the patient by turning the arm positioner in the open direction. Upon visual inspection the physician stated that the clip was broken. A third clip was then implanted and the procedure was concluded with a resulting mr of grade 2+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported broken l-lock tabs was confirmed via returned device analysis. The reported unable to close clip, unable to open clip, unintended movement, clip caught in anatomy, and premature activation could not be replicated in a testing environment. Additionally, a deformed clip introducer and broken gripper line were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported difficult positioning (anatomy) and the observed deformed clip introducer were unable to be determined. The reported improper or incorrect procedure or method was associated with the user shaking the dc handle. It should be noted that the mitraclip instructions for use (IFU) states ¿do not make substantial clip arm orientation adjustment in the lv. Clip entanglement in chordae may result in cardiac injury and worsening mitral regurgitation; and may result in difficulty or inability to remove the clip, and conversion to surgical intervention.¿ the reported broken l-lock tabs appear to be related to the reported difficult positioning (anatomy) and the reported improper or incorrect procedure or method. The reported unable to open clip, unable to close clip, and premature activation are cascading events of the reported broken l-lock tabs. The reported unintended movement and observed broken gripper line were cascading events of the broken l-lock tabs and premature activation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: device code 2017: failure to follow steps/instructions the additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.